Event description:
It was reported that a user of the ilet with dexcom g6 experienced hyperglycemia with a highest cgm value of 319 mg/dl for approximately 2.5 hours while using a teflon infusion set in the right lower abdomen; the user attributed the event to announcing a smaller-than-usual meal and consuming orange juice and alcohol, and also reported stopping longstanding medications, with troubleshooting and education provided on system algorithms and additional training scheduled. Symptoms included hyperglycemia. Outcomes included the need for medication management. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a device-related problem, and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established.